Event description:
Sales rep was presented for this procedure. He reported when surgeon started drilling in forward motion, the drill bit got caught up, twisted and unraveled. Surgeon did not drill full depth and when the curved osteoraptor anchor was inserted, the proximal end of the anchor broke. Surgeon was able to tap the remaining portion of the anchor into the bone.

Manufacturer narrative:
(B)(4).